Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg). However, the exact value was not provided. Customer addressed bg with glucose tablets. Customer declined to provide additional information regarding the event.